Event description:
The user facility reported via medwatch # (B)(4) that, "the pre klenz product would not spray. Staff tried a second bottle which had the same issue. The third bottle worked." No report of injury.

Manufacturer narrative:
Steris has made multiple attempts to obtain additional information regarding the reported event however, the user facility has not responded. It should be noted that the pre-klenz point of use processing gel subject of medwatch # (B)(4) is not a medical device. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.

Manufacturer narrative:
The pre-klenz point of use processing gel subject of the reported event was not returned for evaluation. Without the return of the product, the cause of the event cannot be determined. No additional issues have been reported.